Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2005 and (B)(6) 2008 and in one surgery mesh was implanted and in the other surgery mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2012 by dr. (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.